Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, display anomaly and critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they had motor error, diminished battery life and insulin pump rejected battery. It was reported that it was hard to see the display screen. The customer reported that they had critical pump error and button error, buttons do not always respond when you first press. The insulin pump will not be returned for analysis.